Event description:
Info received indicates the hi/low function of the bed is drifting down on its own.

Manufacturer narrative:
The tech isolated the issue to a broken trend valve. He replaced the trend valve to repair the bed.